Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report # 1627487-2016-05394. The patient has two ipg's implanted. It is unknown which device had the issue, therefore both ipgs are being reported. It was reported the patient experienced discomfort at the ipg site and difficulty charging due to the left-side ipg pocket site being shallow. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was explanted and replaced and furied deeper in the pocket site. The patient reported the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2016-05394. It was determined the ipg that was explanted was device 1, serial #(B)(4).